Event description:
Plaintiff, alleges suffering severe and irreversible type-1 latex allergy and is at risk of anaphylactic reaction. Plaintiff further alleges emotional distress, inability to engage in normal activities, physical injuries, including but not limited to shortness of breath, asthma, swelling, itching, rashes, hives, anaphylaxis and other physical injuries, as well as great despair, and loss of enjoyment of life, loss and depreciation of earnings and earning capacity and will continue to suffer same for an indefinite time. Plaintiff's, husband alleges loss of consortium. Plaintiff's minor children allege loss of consortium.